Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient began having MRI for his neck/spine and when he was put in, the ins started shocking him so they pulled him out. The patient stated that he wanted to review how to turn the ins off and have it off for a week and a half. It was reviewed how to use the patient programmer and the patient turned the ins off. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.